Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure on 28dec2020. During the procedure, the right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Analysis was normal. No anomalies were found.